Event description:
Rep said she checked connectivity in the replacement case and it was good, however, impedance check showed greater than 40k ohms. Technical services(ts) asked rep to have lead wiped and switch ports. Rep said switching port gave her good results and she is able to get current through. Issue resolved. Impedence clear except one electrode which he knew about prior. Additional information was received, it was reported there were high impedances 0-830, 10-830, 11-40000. The cause of the event was unknown. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.